Manufacturer narrative:
Concomitant medical products: pb1018 trans catheter valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, dyspnea and tachycardia. The implantable pulse generator (ipg) exhibited undelivered atp when the rate has exceeded detection/therapy programmed rate. The ipg remains in use. No further patient complications have been reported as a result of this event.